Event description:
Customer reported that no insulin drops were visible at tubing end during fill tubing step of load sequence. There was no adverse impact to customer's blood glucose level. Customer resolved issue by changing infusion set and cartridge, after which insulin delivery was successfully resumed.